Manufacturer narrative:
E1: initial reporter facility name: ucan medical products and therapies worldwide medical should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate issues. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction a1, b6, b7, e1 correction b5: it was reported that a spectrum iq pump appeared to have a discrepancy between what was displayed and what was in epic (emr system) regarding weight character limits and rounding of the pump displayed rates. There were two (2) examples provided. A heparin infusion in which the weight in the pump would allow only 3 digits for the weight, whereas in epic, particularly for patients >100kg, there may be four digits such as 115.5kg. The pump would allow you to input 115 but then the pump calculates the rate in ml/hr deviates from what epic calculates in ml/hr. The second example was for a programmed milrinone where the weight is 68kg and dose is 2.55 ml/hr. In epic the dose is rounded to 2.6ml/hr. In the pump the rate stays at 2.5 ml/hr. This occurred during pump programming. There was no patient involvement. No additional information is available. Correction f10/h6: health effect - impact code correction f10/h6: medical device problem code. Additional information: h6, h11 h11: the device was not received for evaluation; therefore, a device analysis could not be completed. Input on device function was obtained from the baxter sr. Pharmacy manager who provided the following information regarding pump function. The pump will display either truncated or rounded values. There are numbers that end up throwing a value past a hard limit. The user does not see it, but they are there in memory and that¿s what the pump is comparing to. In addition to the ieee standard, keep in mind flow rate specifications and 4 characters limit: flow rates from 0.5 ¿ 99.9 ml/hr, pump will display in 0.1 ml/hr increments. Example: rate of 1.75ml/hr, pump will display 1.7ml/hr or 1.8ml/hr flow rates from 100 ¿ 999 ml/hr, pump will display in 1.0 ml increments. Example: rate of 250.2 ml/hr, pump will display 250ml/hr it was clarified that the pump was functioning as intended. Should additional relevant information become available, a supplemental report will be submitted.